Event description:
It was reported that the user experienced low glucose while using the iLet pump, reaching 60 mg/dL in the afternoon, treated with oral glucose, and the user paused the pump multiple times to avoid further dosing; this was addressed as a use-of-device problem with education provided on why pausing to avoid dosing is not advised. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included an unexpected medical intervention in the form of oral carbohydrate administration; there was no serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a use-of-device issue; the applicable component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.